Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation at this time. Therefore, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 31mm mitral valve was explanted after an implant duration of 4 years, 4 months due to severe regurgitation and the native leaflets adherent to the prosthetic leaflets. A 29mm was implanted in replacement a left atrial appendage ligation was performed. On pod #5 a permanent pacemaker was placed for post-operative complete heart block. The patient was discharged in stable condition on post-operative day eight.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated minimal calcification nodules on leaflets 1 and 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect and 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The tissue on the outflow aspect of leaflet 1 was observed to be delaminated by approximately 15mmx8mm. The customer report of regurgitation was visually confirmed. Report of "native leaflets adherent to the prosthetic leaflets" could not be confirmed through visual observations. Host tissue overgrowth caused leaflet 1 to be rolled towards the outflow aspect and created a gap in the central coaptation region, which likely contributed to the reported regurgitation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
An r&d observational evaluation was performed on the returned valve. In addition to the explanted valve, there are 5 pieces of whitish fibrous (pannus) host tissue, appear to be removed from the commissural areas of the valve. The free edge of the leaflets 1 and 2 was retracted outwards by the pannus tissue near commissure 2. Leaflet fusion was observed on all three commissures. The inward shift of the leaflet bending suggests that the leaflet fusion is most likely resulted from pannus overgrowth near the commissural areas from outflow perspective as the pannus tissue might have been removed during/post explant. Some of the loose fibrous tissue on outflow surface of leaflet 1 near commissure 1 appears to be resulted from removal of the pannus tissue. Host tissue growth on the inflow side is mild. Patches of hematoma were noted on leaflet 2. Several small calcification nodules near the free edge of leaflets 1 and 2 near commissure 2 were depicted by x-ray imaging. No appreciable tissue calcification is evident in the other areas of the leaflets. Because some of the host tissue might have been removed during the explant, the reported ¿native leaflets adherent to the prosthetic leaflets¿ could not be confirmed on the valve as received. The host tissue overgrowth related leaflet fusion and retraction appear to be severe enough to cause the reported mitral regurgitation in vivo. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus and preserved native leaflets. The time course and severity of pannus growth is largely variable among the patients. Host tissue overgrowth can compromise the structure and function of the implant as observed in this particular patient. The preserved native mitral tissue appears to be the source for some of the tissue overgrowth observed on this particular valve.